Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette): per email (medwatch report mw5108128, report date: 29-dec-2021): inbound. Patient reports no disposable alarm when new cassette added to pump on 2021. States changed pumps and new cassette with no further alarm. Assisted with general troubleshooting for no disposable alarms. Cassette lot number 4196396. Exp date 09/20/2026. Box sent for return of defective cassette. No further details provided.